Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported post dilatation was attempted with a 4.0x15mm nc trek; however, the contrast was leaking from the joint of the hub. The device was removed and while washing the device to remove the blood the hub separated from the device. Another non-abbott device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported leak could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.